Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4, h4: the expiration date and manufacture date were reported as unknown on the initial report. Both fields have been updated accordingly. Therefore, UDI: UDI:(B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. One possible root cause of the reported problem could be off axis insertion. However, without the return of the complaint device, and no further information provided, we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (5l44981), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during an acl reconstruction, the surgeon wanted to use the 6mm x 23mm milagro screw for femoral fixation, after using a rigidloop button as felt the graft was too lax. On insertion in the femoral tunnel, the surgeon was likely off axis and some of the screw broke off. Screw was retrieved and a new screw was used to complete fixation with a surgical delay of 5 minutes. No patient consequences reported.